Manufacturer narrative:
Two attempts were made to follow-up with the fse to obtain additional information; there was no response.

Event description:
Customer reported that the unit would not pass extended self-test (est). There was no patient involvement.